Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an 18-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight. Previously administered products included for an unreported indication: avonex.. On (B)(6) 2001, the patient had essure (ess205) inserted. In (B)(6) 2001, the patient experienced abdominal pain ("severe abdominal pain/belly pain"), back pain ("severe back pain/lower back pain"), migraine ("migraines"), nausea ("nausea") and vision blurred ("vision/eye problems"). In (B)(6) 2001, the patient experienced dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions") and gastrointestinal disorder ("gastrointestinal or digestive"). In (B)(6) 2001, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vagina)"). In 2017, the patient experienced multiple sclerosis ("neurological conditions or problems type: multiple sclerosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dyspareunia ("painful intercourse"), headache ("headache"), depression ("psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems") and abdominal distension ("gastrointestinal (bloating)"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, headache, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, rash, migraine, nausea, tooth disorder, multiple sclerosis, vaginal discharge, eye disorder, vision blurred, gastrointestinal disorder and abdominal distension outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, multiple sclerosis, nausea, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure (ess205). The reporter commented: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight. Previously administered products included for an unreported indication: avonex.. On (B)(6) 2001, the patient had essure (ess205) inserted. In (B)(6) 2001, the patient experienced abdominal pain ("severe abdominal pain/belly pain"), back pain ("severe back pain/lower back pain"), migraine ("migraines"), nausea ("nausea") and vision blurred ("vision/eye problems"). In (B)(6) 2001, the patient experienced dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions") and gastrointestinal disorder ("gastrointestinal or digestive"). In (B)(6) 2001, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vagina)"). In 2017, the patient experienced multiple sclerosis ("neurological conditions or problems type: multiple sclerosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dyspareunia ("painful intercourse"), headache ("headache"), depression ("psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems") and abdominal distension ("gastrointestinal (bloating)"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, headache, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, rash, migraine, nausea, tooth disorder, multiple sclerosis, vaginal discharge, eye disorder, vision blurred, gastrointestinal disorder and abdominal distension outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, multiple sclerosis, nausea, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15 kg/sqm. Most recent follow-up information incorporated above includes: on 2-dec-2020: pfs received. Reporter information, patient information added. Removal surgery added for event pelvic pain. Case became serious incident. Event onset date were added. Event outcome updated for abdominal pain and back pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.